Event description:
A customer observed negatively biased qc results using vitros valp reagent on a vitros 5,1 fs chemistry analyzer. There was no allegation of patient harm and patient results were not reported during the event.

Manufacturer narrative:
Investigation into this event determine that the root cause was a result of inconsistent reagent pack handling during the loading of reagent. Acceptable performance was obtained following emphasis on consistent reagent pack handling. Evaluation of instrument dataloggers has concluded that the vitros 5,1 fs system was operating as expected.